Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - this lead was removed due to inappropriate shock. The pt was moved to intensive care. No further info is available. If additional info is obtained, this event will be updated.